Manufacturer narrative:
The returned product was evaluated and no evidence of any manufacturing defect was detected. An air bubble, equivalent to 6-8 units of insulin in size, was found in the insulin reservoir. As there was no evidence that the user attempted to remove residual insulin, this was most likely introduced during the fill process. User error is therefore determined to be the root cause of high blood glucose. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that her son's blood glucose reached greater than 500 mg/dl less than 12 hours after the pod was activated. She gave a correctional bolus of insulin (exact dosage was not provided), but was not able to lower his bg so she decided to deactivate the pod.